Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had and intermittent failure that was not detected during testing. Excessive no delivery alarm was unable to be verified due to motor error alarm. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm. During troubleshooting for motor error alarm, customer received a no delivery alarm during priming. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.